Manufacturer narrative:
(B)(4). Based on the information provided there is no indication the lens was fully inserted/implanted. Based on the information provided there is no indication the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens did not expand (unfold) into the eye when the lens was inserted using the preloaded insertion system. The patient was not injured. No other information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned 02/01/2016. The pcb00 device was returned to the manufacturing site for investigation. Visual inspection, using a microscope at 10x magnification, showed the intraocular lens (iol) stuck in the cartridge tube and overridden by the push rod tip. The lens was observed in the folded position; no damage was detected. The plunger component was observed in an advanced position and the cartridge was observed correctly engaged into the lower body of the pcb00 device. No defects in the plunger/pushrod tip were identified. The complaint reported could not be confirmed in the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.